Manufacturer narrative:
Unknown date in 2021. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during insertion of a femoral recon nail, the threads of the driving cap were sheared off inside the insertion handle. No fragments were generated and the procedure was completed without additional delay. No patient consequences. This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).